Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for a physical evaluation. The reported issue cannot be confirmed without the availability of the complaint sample. The lot number of the complaint sample was not provided. Using the reported catalog number, a search was performed to obtain all lot numbers that were delivered to the facility in the three months prior to the reported event date. Three lots were found to have been delivered within this time period, and a lot history review was performed on each identified lot. There were no complaints reported against any of the identified lots. A production records review and an investigation of the device history records (DHR) were also performed on the identified lots. There were one to multiple approved temporary dns noted on each of the lots, which are unrelated to the reported issue. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported issue. The lots met all release criteria. A definitive conclusion regarding the reported issue cannot be reached without physical examination of the actual device. Therefore, the reported issue is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately 10 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a baxter gambro artis machine, alarmed with a blood leak alarm. The leak was confirmed to be internal and visually observed within the fibers of the dialyzer by the registered nurse (rn). The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Additional patient details were requested but could not be provided per canadian patient privacy guidelines. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.